Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had slipped and fell and her implantable neurostimulator (ins)had to be removed due to an infection in the area where the battery was located. The device was explanted and the issue was resolved.